Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Date of birth: patient's year of birth is (B)(6). Medical product: vanguard ssk 360 degree femoral, catalog#: 185282 lot#: 2485451 report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00767, 0001825034-2018-00768, remains implanted.

Event description:
It was reported that the patient had suffered from a patellofemoral subluxation and loosening. Attempts have been made and no further information has been provided.